Event description:
It was reported that at 45,746 joules while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to fire straight out of the fiber (forward-fire). The procedure was completed using a second surgical fiber. There was no patient injury reported. Time expended: 11:08 minutes.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.